Manufacturer narrative:
E1: patient city: (B)(6) patient country: united kingdom

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced infusion set was not sticking due to heat on (B)(6) 2026. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 22/apr/2026 against "lot number" "6013754" and similar malfunction codes: adhesive patch does not adhere to the skin at point of application (i.e., not sticky, no attachment, or a few minutes of attachment). Refer to if the adhesive patch lifts during use, adhesive patch does not adhere to the skin after direct application. The review confirmed that lot 6013754 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 22/apr/2026 against "lot number" criteria equal "6013754" and similar malfunction codes: adhesive patch does not adhere to the skin at point of application (i.e., not sticky, no attachment, or a few minutes of attachment). Refer to if the adhesive patch lifts during use, adhesive patch does not adhere to the skin after direct application. The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6013754 was manufactured according to work instruction (wi) version 48 and manufactured in the multivac m12 machine on 10/jun/2025 with a total of (B)(4) units. The sub-assembly: assembly lot 5f01515 was manufactured according to the wi version 30 and assembled in the quickset line, on 10-jun-2025, with a total of (B)(4) units. Lot 5f01516 was manufactured according to the wi version 30 and assembled in the quickset line, on 10-jun-2025, with a total of (B)(4) units. A review of the device history record (DHR) confirmed that all required in process inspections and final product tests were completed. During outgoing test 9, one sample was identified with an bent needle; however, an extended sampling was performed in accordance with established procedures, and results met the specified acceptance criteria. No deviations, nonconformances, or equipment related maintenance events were identified that correlate with the reported complaint condition. Conclusion: the DHR review supports compliance with manufacturing and quality requirements. The isolated outgoing test #9 finding was appropriately addressed through extended sampling with acceptable results. No issues were identified that would have contributed to the reported complaint. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6013754 and related malfunction codes. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.